Event description:
It was reported the customer had damage to their insulin pump. Customer reported there were cracks present on the insulin pump. It was also found the reservoir was not stabilized inside the insulin pump. Customer reported the plastic o-ring was falling apart. Customer's blood glucose was 148 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing o-ring reservoir tube.